Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. This report is being filed on an international product, list number 08d06-42 that has a similar product distributed in the us, list number 8d06-31 / 41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect syphilis results on a (B)(6) male patient. The results provided were: architect result (B)(6); other methods: spline tp, immunochromatography (B)(6); (B)(6); previous value from 2020 architect results: (B)(6), other methods (spline tp, immunochromatography) (B)(6), (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 19227be00 and the complaint issue. Labeling review concludes that the issue is adequately addressed. A retained reagent kit of the complaint lot was tested in a sensitivity setup. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is acceptable. Based on the investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot 19227be00 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.